Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and reviewed by the engineer. Visual observation confirms the distal tips of both the screws are completely broke and there is a crack diagonally along the length of the screw. Follow up information from the sales representative, revealed that the surgeon did not notch before inserting the first two screws. For bone tendon bone (btbs), especially in hard bone, notching and tapping is required. The first two screw breakages did not perform the first step of notching to clear room for the screw to advance into the tunnel. This failure could be attributed to user technique issue. A batch record review has been conducted and our results indicate that this batch was processed with non-conformance repots for unrelated issues. Therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint and two dissimilar complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure mode, at this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported during an anterior cruciate ligament (acl) procedure the customer's milagro advance screw cracked on the last turn. The surgeon removed the screw and the sales representative gave him one from his trunk inventory from the same lot. That screw also cracked and was removed. The surgeon decided to widen the tunnel for the third screw, and completed the procedure with no patient consequences. The third screw was from the same lot number. The sales representative stated the tunnel was 10mm and they used a 7x23mm screw. Please see also medwatch report 1221934-2018-51502.